Manufacturer narrative:
Device received unable to perform the displacement test or verify prime or fill anomaly due to cracked end cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime anomaly and a battery out limit alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer reported unable to exit the preparing to prime loop and cleared the alarm. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.